Event description:
Reporter reported that the heater wire of the rt200 breathing circuit did not heat up. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA but it is similar to a product which is sold in the USA. The complaint device was not available for examination. An investigation was done based on the event description and results from previous investigations. Results: our records indicate that this is the only complaint of this nature received for the given lot number. It is possible that the circuit failed due to an open circuit with the heater wire. However with no sample, the fault could not be confirmed. Conclusions: the device was most likely out of specification. We are aware of other such complaints, with an occurrence rate of 0.003% worldwide for the last year. We have an open CAPA project (or item) to address open circuit issues with heater wires.